Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1 initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a extreme slowness at stations and server. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, it had a extreme slowness at stations and server. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that medstation and server were extreme slow. The technical service specialist (tss) examined station and server logs regarding performance and logins and determined that logins were delayed within hospital network. The tss relayed customer that assessment to be completed by local hospital information technology team. The issue was found to be related to a mismatch between pyxis and the site's network security setup. The current es version supported only ldap, while the site was using ldaps, which is supported starting from pyxis enterprise server version 1.7. The system operated under the current configuration, but upgrading to version 1.7 was recommended to improve login speeds and support ldaps. Technical troubleshooting was completed, and case was closed.